Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 7072323. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.